Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charge/battery lasts less than expected anomaly noted during test.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarm. Customer also stated that it was louder during rewind process and there was a clicking noise. No harm requiring medical intervention was reported. The insulin pump will was returned for analysis.